Event description:
Patient is a female with a history of multiple myeloma diagnosed in 2009. She is s/p autologous stem cell transplant seven months later. On day of transplant, in the process of thawing cells, the tubing within the access line possibly due to a defect in the tubing was dislodged. The cells were then removed and placed in a sterile basin. Cells were drawn up with a sterile syringe and infused into the patient. As a precaution, patient was given prophylactic antibiotics, ciprofloxacin and vancomycin. Cultures were sent on the product and came back positive for chryseobacterium meningosepticum and ralstonia pickettii. Both of these organisms were sensitive to ciprofloxacin. Dates of use: 2009. Diagnosis or reason for use: peripheral blood stem cell for treatment of multiple myeloma.